Event description:
Additional information was received that the physician's programming system was plugged in while attempting to interrogate the patient. Thus, the physician believes that the failure to program even was due to electromagnetic interference. No additional relevant information has been received to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient's vns device was unable to be interrogated by the physician's programming system. The physician reportedly saw another patient right afterwards and was able to interrogate successfully using the same programming system. No programming history data was available to run a battery life calculation, although at the provided settings it would be unexpected for the generator to reach an unable to interrogate state. Battery life calculation tables in labeling show that the device should last about 5.2 years from beginning of life to ifi. No additional relevant information has been received to date.